Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and self-treated with toast of jam and glucose tablets. The customer had contact with a healthcare professional (hcp) who measured a glucose reading of 175/178 mg/dl on an hcp meter and provided insulin net form (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.